Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The excessive no delivery alarm and low reservoir alarm could not be verified due to no button response. The device was also received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside the device was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he disconnected the insulin pump; the reservoir was low and the insulin pump continued to delivery insulin while disconnected and then alarmed no delivery. When he woke up the next morning, the buttons were not responding. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.